Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 27mm aortic bioprosthetic valve, the valve was explanted and replaced with 29mm valve of the same model.  The physician reported the initial valve was too small and caused paravalvular leak. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.